Manufacturer narrative:
The exact occurrence and implant date are unknown. Best estimate per report. The device remains implanted in the patient's eye; therefore product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed, and iritis is identified in the labeling as a known inherent risk of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are numerous factors that could contribute to the reported iritis including but not limited to; patient history, medication use, user issues, and operational context. A causal link between the reported event and device could not be identified at this time. Additional information (including omitted data) has been requested. (B)(4). Please reference MDR# 22032546-2018-00049 for 2 of 2 eyes.

Event description:
The surgeon reported that the patient underwent bilateral trabecular micro-bypass stent surgery with one stent implanted in each eye. Approximately 3 months postoperatively, the patient presented with persistent iritis in both eyes, and peripheral anterior synechiae (pas) covering both stents was observed through the gonio. The surgeon is evaluating treatment options. Additional information has been requested. This report references the stent implanted in 1 of 2 eyes.

Event description:
Clinical follow up was requested and on 07/13/2018 the surgeon provided the following information. There were no intraoperative complications. The patient presented with iritis post-operatively and was treated with topical and oral steroids. The patient saw a uveitis and retina specialist on (B)(6) 2018 who continued treatment with steroid drops (durezol). The patient is currently scheduled to be seen by the surgeon. Additional information has been requested.

Manufacturer narrative:
Additional information (including omitted data) has been requested. (B)(4).

Event description:
The surgeon provided the following additional information on 08/03/2018. Reportedly, the iritis was improving, but the peripheral anterior synechiae (pas) persisting. The patient was scheduled to see a glaucoma specialist. Additional information has been requested.

Manufacturer narrative:
(B)(4).